Event description:
As reported by the user facility: pump alarming air in line for chemo: taxotere (docetaxel). Unable to get pump to start despite flicking line, decided to re-circle prime tubing. Able to circle prime for 5ml and then pump alarmed upstream occlusion. No clamps enabled, able to slightly squeeze tubing chamber and fluid flowed easily. Next step was to open the small white air vent located on the tubing spike, but when I tried to open it, the whole air vent peice came off, causing chemo spill/exposure. Clamped the line, still leaking, chemo bag inverted to stop the spill. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400575117. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.